Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), headache ("headaches"), menstrual disorder ("menstruation issues") and vitamin d deficiency ("vitamin d. Deficiency"). At the time of the report, the pelvic pain, depression, fatigue, fibromyalgia, headache, menstrual disorder and vitamin d deficiency outcome was unknown. The reporter considered depression, fatigue, fibromyalgia, headache, menstrual disorder, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she underwent hysterectomy due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.